Manufacturer narrative:
Note: during routine maintenance of the device, one channel was identified as having a high leakage current. Visual inspection of the device found some corrosion on the heater's outer cylinder. The resistance between the internal heater elements and the outer cylinder of the heater were measured. The measurement between the secondary heater element and the outer cylinder was found to be 290k ohms. This measurement should have been infinite as there is normally no connection between the internal heater elements and the outer cylinder of the heater. The measurement between the primary heater element and the outer cylinder was found to be infinite as specified. The root cause of the device failing the leakage current test was attributed to an abnormal electrical connection between the secondary heater element and the heater's outer cylinder. The specific internal failure of the heater is unk at this time. The heater was returned to the supplier for analysis. A corrective action determination has been opened to address the issue.

Event description:
During routine testing of the device, the service tech reported the system failed the leakage current test. The leakage was found to be over the specification on the normal side. The service tech replaced the heating element which resolved the issue. Since the event occurred during routine testing of the device, there was no pt involvement during this event.